Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed no delivery and had high and low blood glucose. Customer blood glucose was 283 mg/dl and bolused 1.8 units of insulin. The customer declined troubleshooting. Customer stated the alarm was resolved by a complete set change. Customer mentioned that she was changing sites, she used different infusion sets, cannulas and they were not working. Customer stated the insulin was not coming out the tubing and got no delivery alarm. She contacted her doctor and was advised to do manual injections. She changed site and it did work. Customer stated blood glucose could be high and low. Customer last blood glucose was 283 and she bolused 1.8 units of insulin. The customer declined to troubleshoot for high blood glucose. Customer reported the blood glucose dropped to 32 mg/dl during the night due to she might have overdosed her insulin. Customer's last blood glucose was 260 mg/dl. No further information provided.